Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, verification of sterilization, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Device was not returned for additional evaluation and investigation. Nurse practitioner was unable to access the records regarding the reason for cap study. As device was not returned, a definitive root cause could not be determined for the alleged issue. Patient symptoms have reportedly resolved. A supplemental MDR will be submitted if further information is obtained. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a patient felt confusion following patient therapy controller doses after pump refills. Patient reportedly has an older medtronic catheter connected to a flowonix catheter which connects to the pump. Per follow-up, nurse practioner reported a catheter dye study was performed two years ago in which the catheter could not be aspirated. It was believed the possible issue could be kinking of the catheter, but the exact reason for cap study could not be confirmed. Patient is currently doing well with no further issues reported.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. There was a section of catheter that totaled 4.25 inches long, that was comprised of two smaller sections of catheter joined together by a barb. The 1 inch section was not a flowonix catheter, but was patent with air and sterile water. The other section was 3.25 inches long and also found to be patent with air and sterile water. The barb used to attach the two sections was found to be occluded. Per the instructions for use of the device, occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
It was confirmed that the patient's catheter was explanted along with the patient's pump. MFR 3010079947-2021-00324 was opened to address the pump explant.